Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump that stopped infusing with no alarm was confirmed. The cause of the reported condition was determined to be an open f1 fuse on the user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. A device history review was performed, finding that no exceptions were noted during the manufacturing of this device. This involved a colleague infusion pump with a user interface module master software version 8.11.00. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump shut down during delivery on a patient. The device was delivering propofol to sedate a ventilated patient. The nurse noticed that the patient was becoming more alert, then observed that the device had shut down. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available at this time.